Manufacturer narrative:
Other text: additional information was received indicating that the issue was found during a bench test and there was no patient involvement. Event date was provided. (Updated b3, h6).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not duplicated, could not repeat customer stated problem during testing. Found no faults with the pump during testing. The main board was replaced as a preventative measure. Noticed the error code 46822 multiple times in the event log history. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had an error 46822. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.